Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that as the patient crossed an automatic door opening system, "the patient felt an unusual heating at his left ipg ( implantable pulse generator) site and a stiffness in his upper limbs." It was further reported the patient felt a burning sensation at the device pocket. It was stated "these symptoms disappeared later on." It was noted the patient's ipgs were checked by the patient's neurologist and "appeared to be working correctly." It was also noted the patient's ipgs were reprogrammed at that time. It was stated the issue was resolved and the cause was not determined. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)